Manufacturer narrative:
D4 expiration date added. H3 device evaluated by mfg updated. H3 summary attached updated. H4 manufacturing date added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the delivery wire was noted to be kinked/bent and the main coil was manually detached inside the sl-10 microcatheter shaft. The returned catheter shaft was kinked, and distal shaft was noted to be flattened. During functional testing, a mandrel was advanced in the returned microcatheter and the mandrel would not advance past the flattened section of the catheter. The catheter shaft was cut and the coil was removed. The coil was damaged from the cutting of the catheter shaft. The reported defect was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The damage noted to the device would be indicative of the as reported defect. The as reported/as analyzed defect main coil prematurely detached/separated during use was assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. It can be presumed that the delivery wire was damaged during the procedure as force may have been applied when the friction was felt. Because this defect appears to be associated with handling of the product or portion of the product during the procedure/upon removal of the product from the packaging/preparation of the product prior to use, a probable cause of handling damage was assigned to the as analyzed defect coil delivery wire kinked/bent.

Event description:
It was reported that during the procedure, the subject coil prematurely detached inside the mirocatheter. No clinical consequences were reported due to this event. No additional information was received.

Event description:
It was reported that during the procedure, the subject coil prematurely detached inside the mirocatheter. No clinical consequences were reported due to this event. No additional information was received.